Event description:
It was reported that the patient with this pacemaker device was in hospital after syncopal episode. This episode recorded at this time was oversensing and noise which resulted into pacing inhibition. The device was programmed to automatic gain control (agc) with sensing floor of 0,6 mv at the time. Troubleshooting was performed including isometrics and manipulation; however, it did not recreate artifacts or any changes in impedance or intrinsic amplitude. Furthermore, this device was set to fix sensitivity of 3.0 mv and rvac was enabled. The plan was to have the patient seen in clinic in 6 weeks. This pacemaker device remains in service. No adverse patient effects were reported.